Event description:
Boston scientific was notified that during treatment of a small 2 mm in diameter aneurysm, it was difficult to get the gdc 10-3d 3d-shape synerg detection circuit to deploy fully within the sac. After 2 attempts, the physician was re-deploying the subject device when it detached by itself. Most of the main coil was within the aneurysm, but a small loop protruded into the parent artery. The main coil was left in position. The patient sustained no injury during this event.